Manufacturer narrative:
It was reported that the user encountered issues when trying to load exam from cd and from pacs. The iq view software also became unresponsive. Event summary, device history record review and complaint history review did not identify contributing factors. The investigation indicated that the first shutdown occurred due to a crash of the operating system, due to an unknown cause. The second device shutdown occurred due to the design defect br-97. Finally, the user forced the device to shut down because iq-view was no longer responding, it had crashed for an unknown cause.

Event description:
It was reported that the surgeon attempted to load patient MRI from cd. Initially, he used the option "load from cd/usb" and MRI loaded while showing only numbers - no explanation of MRI type. He then attempted to load using "load from pacs" option with iq view. Surgeon attempted to load using workflow "file system" then selected cd from options. At this point iq view became unresponsive. Surgeon shutdown and restarted the computer for pre-op planning. Surgeon was able to proceed as normal after restart.